Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they experienced low blood glucose. The nurse stated that there was an issue with the insulin pump. The customer's blood glucose was 51 mg/dl at the time of incident. The customer's blood glucose was 124 mg/dl at the time of call. The nurse stated that the blood glucose dropped as low as to 40 mg/dl. The nurse stated that they treated the low blood glucose with food, glucose tablets and juice. The nurse declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.